Manufacturer narrative:
Follow-up #1: date of submission 12/03/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2014 with the following findings: review of the black box data and alarm history revealed several consecutive call service alarms (052/054/012) and record of time/date reset after eight minutes of power on reset on august 23, 2014. On investigation the pump powered on normally and was exercised for 24 hours without any errors, warning, or alarms occurring. The pump was found to be performing within the required specifications during the 24-hour exercise. The allegation of a communication issue was not duplicated during investigation. On investigation, the pump reverted to the default time/date setting after four hours of power on reset. The pump was opened for investigation and revealed the internal clock battery was leaking. Unrelated to the original complaints, the display was noted to be dim and discolored, and the battery compartment was found to be cracked from the case seal up to the bumper grip.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time and date reset) issue; time date resets to factory default, and a call service alarm (communications) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.